Event description:
Information provided via the (B)(4) study indicated that approximately nine months post index procedure, the patient experienced a myocardial infarction. The patient had recurrent ischemic symptoms lasting 10 minutes or more with no new st elevation, depression , or bundle branch block. Cardiac enzymes were not performed, but repeat angiography and echocardiogram was performed with results not provided. At the time of the index procedure, the patient had a 2.5 x 18mm, 2.5 x 23mm, a 2.5 x 28mm, and a 3.0 x 33mm stent (lot numbers not available) implanted in a unknown coronary vessel. No further information has been provided.

Manufacturer narrative:
Concomitant devices: 2.5 x 18mm cypher stent; 2.5 x 23mm cypher stent; 3.0 x 33mm cypher stent. Additional information will be submitted within 30 days of receipt. This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00498, 3003742446-2011-00499, 3003742446-2011-00500 and 3003742446-2011-00501.

Manufacturer narrative:
Addendum: additional information received (B)(6) 2011. The patient is a (B)(6) female with a history of hypertension. The indication for the index procedure was a positive stress test. Stents were placed in the distal circumflex, proximal lad, ramus and mid rca, but it was not reported what stent was placed in what artery. On (B)(6) 2011 (approximately 18 months after the index procedure), the patient presented with chest pain. The site reported cardiac enzymes, non-invasive stress test and ecgs were negative. The patient was discharged on (B)(6) 2011. The site reported the chest pain as resolved. In the investigator's opinion, the event of chest pain was considered moderate in intensity, unlikely related to study drug, unlikely related to study device, and unlikely related to study procedure. Information provided via (B)(6) study indicated that approximately nine months post index procedure the patient experienced a myocardial infarction and approximately 18 months post index the patient experienced chest pain. The patient is a (B)(6) female with a history of hypertension. The patient had recurrent ischemic symptoms lasting 10 minutes or more with no new st elevation, depression, or bundle branch block. The indication for the index procedure was a positive stress test. Stents were placed in the distal circumflex, proximal lad, ramus and mid rca, but it was not reported what stent was placed in what artery. At the time of the index procedure, the patient had a 2.5 x 18mm, 2.5 x 23mm, a 2.5 x 28mm, and a 3.0 x 33mm stent (lot numbers not available) implanted. Information provided via (B)(6) study indicated that approximately nine months post index procedure, the patient experienced a myocardial infarction. The patient had recurrent ischemic symptoms lasting 10 minutes or more with no new st elevation, depression, or bundle branch block. Cardiac enzymes were not performed, but repeat angiography and echocardiogram was performed with results not provided. In (B)(6) 2011 (approximately 18 months after the index procedure), the patient presented with chest pain. The site reported cardiac enzymes, non-invasive stress test and ecgs were negative. The patient was discharged on (B)(6) 2011. The site reported the chest pain as resolved. In the investigator's opinion, the event of chest pain was considered moderate in intensity, unlikely related to study drug, unlikely related to study device, and unlikely related to study procedure. Multiple attempts to gain further information have been unsuccessful to date. The study stents remain implanted thus unavailable for analysis. There are no sterile lot numbers available thus no DHR reviews could be performed. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the available information suggests that patient factors may have contributed to the reported events. This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00498, 3003742446-2011-00499, 3003742446-2011-00500 and 3003742446-2011-00501.